Event description:
The co received a report of five pts that experienced corneal burns doing routine phacoemulsification procedures over three seperate surgery dates. Two of the pts required unanticipated sutures to treat the wounds. It was also reported that all of the pts are recovering and doing fine. The phacoemulsification machine was evaluated and was found to be functioning according to specs. There is no add'l info available at this time.